Event description:
Procedure type: unk. According to the reporter: during preparation , a nurse noticed the tip of device was bent. A new device was opened to perform the procedure. There was no patient harm. There was no delay in or time of over 30 minutes. There was no damage found on the package.

Manufacturer narrative:
(B)(4).